Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: the client reports that the protector sheath came loose during the operation; the part remained in the patient abdomen and the blade was removed without the protection. The protector sheath was retrieved by the surgeon from the cavity. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.